Manufacturer narrative:
Complaint conclusion: as reported, the 5f exoseal vascular closure device (vcd) did not trigger. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium or plaque and no access vessel tortuosity. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed,and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found unlocked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were performed unsuccessfully. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) did not trigger. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium or plaque and no access vessel tortuosity. The device will be returned for evaluation.